Event description:
It was reported by the patient that the patient was having "stabbing" and "throbbing" pain near their breast. The patient questioned if there was a wire "loose." The patient indicated that they contacted their physician who recommended they take medicine. Additional information was obtained from the physician's office stating that it was discovered that the right ventricular (rv) lead was "displaced." The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).